Event description:
Patient reported left side exchange from textured to smooth due to concern with the product and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ yellow particles observed on the device. ¿ crease fold and wear abrasion observed on the device. ¿ observed an opening on anterior assessed as surgical damage. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.